Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected. The field service engineer replaced controller board to resolve. Product received at lab for complaint investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system full height drawer 6 failed. The customer added that this malfunction occurred during a procedure. However, there were no adverse events or injuries reported based on this event.